Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. No abnormalities were found. Ts suggested following actions and potential causes. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. No abnormalities were found. Ts suggested following actions and potential causes. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) discussed the sensitivity settings and following actions such as performing a chest x-ray with the health care professional (hcp). The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. No abnormalities were found. Ts suggested following actions and potential causes. The device remains in use. No adverse patient effects were reported.